Manufacturer narrative:
The entire (B)(6). (B)(4). ((B)(6) donated, no information on recipient) testing of prism hcv lot 52454li00 and 50561li00 could not be performed as these reagent lots expired on 01/18/2016 and 11/30/2015 respective. One returned samples ((B)(6)) was received and tested with a representative prism hcv reagent lot 63104li00 (since the lot used by the customer expired). The results were (B)(6). Since the sample was (B)(6) with prism hcv assay we could repeat customer&acute;s observation. Furthermore we performed supplemental testing: vidas anti-hcv was (B)(6), but value was close to the cut-off. Diasorin liaison hcv ab assay was (B)(6). Innolia score detected the bands (B)(6) and the result was (B)(6). Mikrogen recomline blot detected the bands core (B)(6). The result was (B)(6). In conclusion the four antibody tests show (B)(6) results (diasorin (B)(6), innolia score (B)(6), mikrogen recomline blot and vidas anti-hcv (B)(6)). Therefore the presence of (B)(6) antibodies is not conclusive. Analytical sensitivity was evaluated using lot 63104li00 with five members of a sensitivity panel and the (B)(6) run control on one prism analyzer. All results met specifications. Clinical sensitivity was evaluated using this same lot with two commercially available seroconversion panels. All results met specifications. The prism hcv assay package insert contains information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The product is performing as intended and no product issues were identified. As an adjunct to the reagent evaluation, the service history for abbott prism analyzer serial number (B)(4) was reviewed and did not identify any service-related instances that could have contributed to the customer observed issue. Additionally, a review of 12 months of complaints for the abbott prism instrument did not identify increased complaint activity. Based on the evaluation results and the information from the customer site, there was no malfunction, deficiency or deterioration in the characteristics and / or performance or any inadequacy in the labeling or instructions for use of the device identified.

Event description:
On 24 may 2016, abbott received notification that the (B)(6) notified their competent authority of an issue regarding alleged (B)(6) prism hcv results for one donor unit. This was a retrospective report submitted by (B)(6) after the prism analyzer was uninstalled from that site and replaced with the roche cobas system. The following information was provided: (B)(6). There is no information provided on the donors or any recipients of the blood products from these donations. Notification to the competent authority ((B)(6)) was received by abbott after the prism analyzer was removed from this site.

Manufacturer narrative:
Ln 6a52 is manufactured in (B)(4). The same/similar product 6d18 is manufactured in abbott park, il USA, the manufacturing site mistake was identified on 7march2018. There is no new patient or product information, manufacturing report 1415939-2018-00037 was submitted to correct the manufacturing location.

Manufacturer narrative:
(B)(4). The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified.